Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via social media that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. Customer¿s blood glucose was unknown at time of incident. The customer's parent reported that they were treated during the hospitalization. Insulin pump will not be return for analysis.